Event description:
Medtronic received information that during use of a eopa arterial cannula, it was reported that a perforation was observed on the device. During a scheduled avr, aortic root replacement, and ascending aortic aneurysm repair, the perfusionist assigned to this case had performed all prerequisite processes and procedures for the priming, de-airing, and preparation of the heart lung machine, along with preparing other needed supplies, drugs, and fluids. The surgeon began cannulating in the ascending aorta and once the cannula was inserted, the surgeon backfilled it and prepared to establish the wet-to-wet connection with the arterial line tubing of the heart lung machine. A forward flow at 1600 rpm with a 75% occlusion on the aortic line was established and a successful and airless wet-to-wet connection with the aortic cannula was performed. The cannula and aortic line were completely free of any visible air bubbles, and the instruction was given to perform a line test. Surgeon transfused approximately 100 ml of crystalloid to perform the pressured aortic line test for proper cannula placement. The line test was successful. The arterial line and venous lines were clamped in preparation to initiate cardiopulmonary bypass. At all points thus far, no air was visible anywhere in the circuit. Approximately 1 minute later while the surgeon was preparing to insert the remaining cannulae, the surgeon looked up to the monitor showing the field cameral view, at this moment the surgeon could see a significant quantity of static air bubbles at the base of the device. Immediate measures were taken to remove the air, by performing a retrograde autologous prime and removed approximately 1 liter of blood from the aortic cannula. The aortic line tubing was then disconnected from the aortic cannula. A flush of the aortic line was performed into a basin at the field. It was confirmed that all air bubbles were removed. The device was removed and a new 22 fr eopa arterial cannula with a different lot number was inserted. A wet-to-wet connection was made, and de-airing of the cannula took place. A short retrograde autologous prime was performed out of caution and then a line test was also performed. No air was observed with the new cannula placement. Cardiopulmonary bypass (cpb) was then initiated shortly after once all parameters were met. After the previous aortic cannula was removed, it was closely inspected and a small hair-line slit was observed at the distal end of the cannula which would have sat just proximal to the purse-string sutures. It was determined that this was the most likely source of air entrainment into the extracorporeal circuit as all other possible sources were ruled out. There were no additional adverse patient effects associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage that was circled by the customer. Pressure integrity testing was performed at 0.5 l/pm with 15 psi, (775 mmhg) of backpressure for 10 min. During the pressure integrity test there were no leaks observed from the device including the damaged location. Reason for the return was confirmed for damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.